Manufacturer narrative:
(B)(4). Analysis of the pump found no significant anomaly.

Event description:
Information received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (7.5mg/ml at 11.0100 mg/day), clonidine (125.0mcg/ml at 183.50 mcg/day) and bupivacaine (5.0mg/ml at 7.3400 mg/day)via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that there was a pump pocket infection. The patient had returned for a post op appointment following re-implant of a previously replaced system with the skin over the pocket red, hot, with serosanguinous drainage, a low grade temp of 99.1, and a superficial wound dehiscence. Examination included, superficial wound dehiscence on (B)(6) 2015. On (B)(6) 2015, surgical observation showed pump pocket infection. Intervention included: the pump was explanted and not replaced on (B)(6) 2015. The patient was originally scheduled to revise incision / debridement. However, upon examination in the operating room (or), purulent drainage was noted in the deep tissue of the pocket and decision was made to explant. The proximal catheter was explanted. The event resulted in in-patient hospitalization. The event resolved without sequelae on (B)(6) 2015. The relationship of the event to the device/therapy was noted as not related, the relationship of the event to the implant procedure was noted as related, at the pump pocket. Additional information received that the pump logs showed that the last change in current pump setting occurred on (B)(6) 2015, logs showed dilaudid (6.0mg/ml at 2.4993mg/day) and clonidine (150mcg/ml at 62.48mcg/day).